Event description:
The sales rep reported that the system was in for 7-8 days. On day 7, the hospital hooked up a transducer and observed a leak where the transducer and stop cock are located. A health care professional indicated that the patient was very restless and this may have had some affect on the patient. A CT scan was conducted and air was observed in the patient¿s ventricles. It is unclear if the device caused or contributed to the air in the ventricles. As a result, the device was removed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected and the stop cock were the transducer was connected was broken, it is possible that this is due to over tightening of the transducer line, to the stop cock. Stress marks in the stop cock were also noted, as noted if the IFU connections should be finger tightened only. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could be due to over tightening; however this could not be confirmed.

Manufacturer narrative:
4/18/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
Rep reported that the system was in for 7-8 days. On day 7, the hospital hooked up a transducer and observed a leak where the transducer and stop cock are located. Health care professional indicated that the patient was very restless and thought that might have had some affect on the patient. Additionally a CT scan was conducted and air in the patient's ventricles was observed. They are not sure if the air in the ventricles was caused or contributed to the device. The device was removed and was not replaced as the patient no longer required the monitoring. Unclear if device is available for evaluation as it was said to be with the supply chain dept. Rep is attempting to obtain more details surrounding the complaint. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.